Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("three fragments of coils, compatible with essure/") and pelvic pain ("pelvic pain/right lower quadrant pain") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of heartbeats irregular, diabetes mellitus, parity 2, multi gravida, right lower quadrant pain, weight gain, pelvic pain, urinary tract disorder and kidney stones. In 2012, the patient had essure inserted. In (B)(6) 2023 she experienced pelvic pain (seriousness criterion intervention required), back pain ("low back pain"), fatigue ("fatigue") and gait inability ("inability to walk"). Essure was removed on (B)(6) 2023. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with fentanyl (fentanyl citrate) as well as surgery (laparoscopy with removal of essure devices, bilateral salpingectomy and hysteroscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fatigue and gait inability to be related to essure administration but saw no causal relationship between back pain or pelvic pain and essure. The reporter commented: for further evaluation after ER admission for severe lower back pain, fatigue, and inability to walk and doctors ruled out kidney stones and urinary issues uterus was anteverted and the fallopian tubes were identified bilaterally. The ligasure device was then used to clamp, cauterized and cut the mesosalpinx of the right tube starting at the cornu region and moving laterally towards the fimbria until the tube was removed. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2023: retroverted uterus with normal cavity and no intrauterine visualization of the essure coils; both ostia visualized bilaterally; bilateral essure coils within the fallopian tubes; normal ovaries, tubes description: uterus was anteverted and the fallopian tubes were identified bilaterally. The ligasure device was then used to clamp, cauterized and cut the mesosalpinx of the right tube starting at the cornu region and moving laterally towards the fimbria until the tube was removed. Portions of the essure coils were visible at the cornu and were removed manually and submitted to pathology. This was repeated on the opposite tube. The patient was taken to the recovery room in stable condition. [Pathology test] on (B)(6) 2023: specimens: fallopian tubes, bilateral, essure device and fallopian tubes diagnoses: "essure device and fallopian tubes": - two segments of benign fimbriated fallopian tubes, complete cross sections present - three fragments of coils, compatible with essure gross description: two fimbriated fallopian tubes (4.8 up to 6.5 cm long, 0.6 cm in diameter) and three fragments of essure coils (0.9 cm long, 0.2 cm in diameter up to 7.1 cm long, less than 0.1 cm in diameter).. The shorter fallopian tube segment is slightly fragmented with a coil connecting the two segments. The external surface and cut surfaces are otherwise unremarkable. The longer fallopian tube is intact with unremarkable external and cut surfaces. No coils are noted within the longer fallopian tube segment. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-apr-2024: patient and reporter details, device stop date updated. Product indication, medical history, lab data, non drug treatment added. New events added: device breakage and pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("three fragments of coils, compatible with essure/") and pelvic pain ("pelvic pain/right lower quadrant pain") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of heartbeats irregular, diabetes mellitus, parity 2, multi gravida, right lower quadrant pain, weight gain, pelvic pain, urinary tract disorder and kidney stones. In 2012, the patient had essure inserted. In (B)(6) 2023 she experienced pelvic pain (seriousness criterion intervention required), back pain ("low back pain"), fatigue ("fatigue") and gait inability ("inability to walk"). On unknown date she experienced device breakage (seriousness criteria medically important and intervention required).essure was removed on (B)(6) 2023. The patient was treated with fentanyl (fentanyl citrate) as well as surgery (laparoscopy with removal of essure devices, bilateral salpingectomy and hysteroscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, fatigue and gait inability to be related to essure administration but saw no causal relationship between back pain or pelvic pain and essure. The reporter commented: for further evaluation after ER admission for severe lower back pain, fatigue, and inability to walk and doctors ruled out kidney stones and urinary issues uterus was anteverted and the fallopian tubes were identified bilaterally. The ligasure device was then used to clamp, cauterized and cut the mesosalpinx of the right tube starting at the cornu region and moving laterally towards the fimbria until the tube was removed. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2023: retroverted uterus with normal cavity and no intrauterine visualization of the essure coils; both ostia visualized bilaterally; bilateral essure coils within the fallopian tubes; normal ovaries, tubes description: uterus was anteverted and the fallopian tubes were identified bilaterally. The ligasure device was then used to clamp, cauterized and cut the mesosalpinx of the right tube starting at the cornu region and moving laterally towards the fimbria until the tube was removed. Portions of the essure coils were visible at the cornu and were removed manually and submitted to pathology. This was repeated on the opposite tube. The patient was taken to the recovery room in stable condition. [Pathology test] on (B)(6) 2023: specimens: fallopian tubes, bilateral, essure device and fallopian tubes diagnoses: "essure device and fallopian tubes": two segments of benign fimbriated fallopian tubes, complete cross sections present three fragments of coils, compatible with essure gross description: two fimbriated fallopian tubes (4.8 up to 6.5 cm long, 0.6 cm in diameter) and three fragments of essure coils (0.9 cm long, 0.2 cm in diameter up to 7.1 cm long, less than 0.1 cm in diameter).. The shorter fallopian tube segment is slightly fragmented with a coil connecting the two segments. The external surface and cut surfaces are otherwise unremarkable. The longer fallopian tube is intact with unremarkable external and cut surfaces. No coils are noted within the longer fallopian tube segment. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("low back pain") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of urinary tract disorder and kidney stones. In 2012, the patient had essure inserted. In (B)(6) 2023 she experienced back pain (seriousness criterion intervention required), fatigue ("fatigue") and gait inability ("inability to walk"). Essure was removed in (B)(6) 2023. The patient was treated with surgery (essure removal). At the time of the report, the outcome of back pain was unknown. The reporter considered back pain, fatigue and gait inability to be related to essure administration. The reporter commented: for further evaluation after ER admission for severe lower back pain, fatigue, and inability to walk and doctors ruled out kidney stones and urinary issues. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("low back pain") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of urinary tract disorder and kidney stones. In 2012, the patient had essure inserted. In (B)(6) 2023 she experienced back pain (seriousness criterion intervention required), fatigue ("fatigue") and gait inability ("inability to walk"). Essure was removed in (B)(6) 2023. The patient was treated with surgery (essure removal). At the time of the report, the outcome of back pain was unknown. The reporter considered back pain, fatigue and gait inability to be related to essure administration. The reporter commented: for further evaluation after ER admission for severe lower back pain, fatigue, and inability to walk and doctors ruled out kidney stones and urinary issues. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.